Event description:
It was reported that a patient presented with over-sensing of atrial lead noise resulting in inappropriate atrial fibrillation episodes. The lead was also noted to have dislodged due to twiddler's syndrome. Corrective programming changes were made. No adverse patient consequences were reported.